Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Our field service engineer (fse) investigated the ventilator on site. The investigation revealed that the ventilator passed pre-use check with no failure an no parts has been replaced. The received logs was evaluated that there is no ventilation malfunction. One explanation could be that the ¿check tubing¿ alarm has been activated several times, sometimes in combination with alarm: peep low. If the leakage in the patient circuit is very large, perhaps in combination with a certain patient (or a type of lung, as the customer says that the patient had an illness that affected the lung function), this could cause the ventilator having difficulty keeping the peep pressure. The customer also says that at one time, the ventilator didn´t ventilating the patient at all. Again, according to the log, there were several cases of check tubing alarm, probably due to high leakage in the patient circuit. When check tubing is activated, disable valves is also briefly activated, leading to stop of ventilation. This behavior is normal and expected. The customer also noted that the log that several settings of peep were performed shortly after one another. This could be the logged when turning the direct access knob on servo-I. In any case, the ventilator will not change the peep setting on its own. The root cause for the reported issue could not be determined.

Event description:
It was reported that the ventilator's reading peep was low and the ventilation was inadequate. There was no patient harm. Manufacturer's ref #: (B)(4).